Event description:
It was reported "the eyelets made it feel like the catheter was gouging her. No injuries or medical intervention were reported."

Manufacturer narrative:
To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.